Event description:
It was reported that a leak was noted on the catheter shaft where the hub joins the catheter. The device was removed from the patient and there were no patient consequences as a result of this event.

Manufacturer narrative:
Device not returned to manufacturer

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed that microcatheter hub and shaft were intact. Since no leak was found, the reported event that the microcatheter was leaking could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that a leak was noted on the catheter shaft where the hub joins the catheter. The device was removed from the patient and there were no patient consequences as a result of this event.